Event description:
The customer reported the ventilator backup battery depleted during use and there was no indicator of ac mains power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The MFR's service tech replaced the power supply to complete the service. Applicable final testing was completed and tests passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.